Event description:
Changed to acuvue oasys, for astigmatism with hydraclear plus contact lenses in (B)(6). Had my first of 3 eye infections approximately (B)(6) 2016. Had second eye infection in (B)(6) 2016. Had third eye infection (B)(6) 2016. All infections treated with topical antibiotic and non-use of contact lenses. Have suffered blurry vision since using contacts in (B)(6). I have used contact lenses for over 25 years without any major issues.